Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd preset¿ arterial blood collection syringe has been found with a deformed plunger during use. The following has been provided by the initial reporter: during use, the customer found 1ea abg plunger stopper was broken. No sample.